Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd display window noted. Pump passed displacement test.

Event description:
The customer reported via phone call that insulin pump screen was scratched which make screen hard to read. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was no longer readable. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan the insulin pump will not be returned for analysis.